Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the fourth inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.